Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the patient underwent a revision surgery due to instability/infection 3 weeks post op. Reportedly, 6 weeks post op, the patient presented ambulation with an antalgic gait on the right side and with a rolling walker assist. It has been reported that no additional information is available. No further patient specific clinically relevant information was provided for evaluation. Without clinically relevant information for evaluation, the root cause of the reported events cannot be definitively concluded. Further patient impact beyond the reported symptoms could not be assessed. No further medical assessment could be rendered at this time. A review of complaint history did not reveal additional complaints for the listed device for the same failure mode. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, lifetime of device, contamination, patient reaction/condition, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after medically indicated revision of right total hip, performed on (B)(6) 2018, where redapt slvd mono stem 240mm sz 18 ho was implanted, the patient underwent a revision surgery due to instability/infection 3 weeks post op. It was not reported which devices were explanted. 6 weeks post op, the patient presented ambulation with an antalgic gait on the right side and with a rolling walker assist. The outcome of the patient is unknown. Additional details about primary surgery are unknown. Patient outcome is unknown. This de-identified clinical data is related to a post market clinical follow-up activity for redapt sleeved mono stems. As the data collection activity has been done retrospectively and data is provided anonymized, the information provided is limited and further information cannot be obtained.